Manufacturer narrative:
The information provided with the initial report was incorrect. The correct information has been included with this report.

Event description:
The insulin pump and screen was damaged.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was unknown. The customer reported that the harder sunshine rainbow effect, buttons were word down and unexplained no delivery alarms during priming process. The insulin pump will not be returned for analysis.